Event description:
Physician reported the following to gore in a casual conversation: the pt received a gore hybrid vascular graft several months ago. Approximately 2 weeks after implant the pt developed a hematoma and the device clotted off. The physician de-clotted the device using a balloon. Currently the pt is receiving dialysis via opposite arm av fistula and the device is still implanted.

Manufacturer narrative:
Gore attempted to acquire information required for this form. Blank fields indicate information was not provided.